Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a rectovaginal fistula with increased discomfort due to the fistula. The patient also had vaginal stool flow since (B)(6) 2015. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was performed. The neurostimulator was stopped and the patient was hospitalized from (B)(6) 2015, to (B)(6) 2015, to cure the fistula. A colostomy was performed on (B)(6) 2015. The patient was also given an antalgic treatment. The event was ongoing. The event was assessed by the investigator as serious, not related to the stimulator, and not related to the procedure. Safety thought it could be related to the neurostimulator.

Manufacturer narrative:
Product ID 309328, lot# 0209103554, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient had pain due to neurostimulator migration on (B)(6) 2015. The patient's neurostimulator was repositioned and reprogrammed on (B)(6) 2015, and the issue resolved. The event was assessed as not serious, not related to the procedure, and related to the device. The patient was enrolled in a clinical study for fecal incontinence. Clarification was requested to check on the onset date of the event as the patient was implanted on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 to reposition the neurostimulator. Event date remained unknown, but the event resolved on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0209103554, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the event resolved on (B)(6) 2015.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0209103554 implanted: (B)(6)2015 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event started on (B)(6)2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review determined the fistula was not related to the patient¿s device or therapy. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209103554, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the procedure. No further complications were reported/anticipated.